Event description:
It was reported that a pt sustained burns and blisters after treatment to the legs with a lightsheer duet laser and is in the process of healing. It was further reported the pt was given flamazine as a prophylactic. It was further reported by the user facility that the chill tip felt warm to the touch during the treatment.

Manufacturer narrative:
An eval of the reported treatment settings by a lumenis medical subject matter expert concluded the settings were appropriate for the procedure performed. An exam of the subject device by a lumenis technical specialist concluded the reported issue could not be duplicated during testing. Should further info be made available to determine root cause a f/u report will be filed.